Event description:
Patient underwent right tunneled hemodialysis catheter exchange on [date redacted] (14.5fr x 23cm palindrome catheter) followed by dialysis inpatient dialysis unit, where air was noted in the red arterial line. Dialysis was halted and the hemodialysis catheter was removed intact. Catheter inspection and saline injection demonstrated small pinpoint hole in the clear tubing of the red lumen near the white clamp.